Manufacturer narrative:
The customer reported the tubing had a hole in it, and returned one used sample of material 2420-0007, lot 25065183. Upon initial visual examination, the set confirmed the failure of hole in the tubing, and the complaint was verified. The hole appeared in the silicon pump segment near the upper fitment. The root cause for the pinhole in silicon segment was unable to be traced to manufacturing issue. There is a potential root cause for the clinical practice in the pump loading, and a member of our clinical team has reached out about the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following. It was reported by the customer that the IV infusion tubing had a hole.